Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: test strip issue.

Event description:
Consumer complaint of lo blood results.